Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5 h6 - impact code. The following sections were corrected: d6 b - explant date no longer applies. H6 impact code 4629 no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Follow-up examinations confirmed that both hip joints were affected: initial decomposition of the acetabular inlay and visible microparticles led to the decision to perform corrective surgery on both hip joints. Due to the visible extent of damage, it was decided to begin with the left hip and then perform the corrective surgery on the right hip. Second corrective surgery (right hip) was scheduled. This corrective surgery was canceled by phone. During a doctor's consultation it was stated, further problems with packaging, another product recall cannot be ruled out, risk avoidance ¿ no corrective surgery (right hip) was performed. A suitable implant was not available for the corrective surgery scheduled in (B)(6) 2025.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4 - catalog, exp date, UDI. D6a. H3 - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available liner was used. The most likely underlying cause for the reported event is a combination of risk factors specified and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. H4 - mfg date. The following sections were corrected: d6a prior reported event date no longer applies h3 - investigation details updated.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided.

Event description:
In 2012 (right) and 2015 (left), the patient had hip prosthesis cups from exactech implanted on both sides. This report is for the right side. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scan showed a clear decentration of both prosthesis heads and slight osteolysis in the acetabulum as a sign of inlay wear. This was verified when the inlay was changed on (B)(6) 2024 to a vit e-hardened, specially approved inlay (novation xle +5mm lateralized liner, group 1, 32 mm i.d., ref 146-32-51, sn (B)(6)). Side this device was implanted in is unknown. As part of the replacement operation, in addition to the inlay exchange, the firm cup integrity was determined and the prosthesis head was replaced. No further information known at this time. Left side revision reported under MDR# 1038671-2024-02048.